Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their back had been hurting them a little bit as of late, patient clarified "really for the last month" and that they've been in bed a lot and started thinking that it was back pain from being in bed but they did stretches and exercises to help the pain but the pain hasn't gone away. The patient placed their antenna over the ins site, synced and got a poor communication screen. They hit sync again but the screen didn't change. The patient stated they could feel the ins under the skin and that they were over it. Patient services had the patient power off and back on the programmer and when the patient did so they saw the sync screen and pressed sync and received the ins battery low screen. Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider (hcp). Patient services asked the patient if the back pain was a part of their underlying urinary dysfunction and the patient stated that "yes" they had urinary retention. They stated they hadn't seen their implanting health care provider (hcp) since they were implanted and requested hcp listings be mailed to their home address on record in addition to asking for their implanting hcp's information. Patient services provided the patient with hcp information and sent the patient the requested physician listings via us mail. The patient was going to follow up with an hcp to discuss next steps and stated they'd see an emergency clinic or got to an emergency room if their symptoms started getting worse in the meantime. The patient then reviewed their history of symptoms prior to getting the implant. The patient stated they hadn't been able to pee and had a "serious, serious infection". The patient stated it had been excruciating to pee and they had pain in their back so they went to the hospital but the hospital told them they had no infection and sent them home. The patient stated they had fibromyalgia and they were also told by another doctor that it was "nerve damage" and that it took 3 months for them to get someone to listen to them to diagnose their issue.